Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. The event investigation is in progress.

Event description:
An intuitive surgical, inc. (Isi) clinical territory associate (cta) called to report an adverse event which occurred during a benign hysterectomy procedure. The cta was present during the event and states that the surgeon was having problems throughout the procedure with the suction irrigator instrument; it wouldn't suction or irrigate, and a fragment then fell inside the patient. The fragment was removed laparoscopically, and an x-ray was performed to confirm that all fragments were retrieved. The x-ray was negative for additional radiopaque foreign bodies per the radiologist's findings. No additional surgical procedure was needed to retrieve the fragment. The procedure was completed robotically. The patient had an extended overnight stay due to the surgeon availability to review the results of the x-ray. The patient was discharged from the hospital the next day. There are no reports of any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument to perform failure analysis. The instrument was analyzed and found to have a completely broken distal clevis at the base of the main tube. The broken piece was not returned. The whole distal end of the instrument was missing. This results to broken cables at the distal end.

Event description:
Refer to h11 for follow-up information.